Manufacturer narrative:
Isi has not received the sureform 60 stapler instrument and the reloads involved with the procedure on (B)(6) 2020. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs for two procedures on (B)(6) 2020 by the same surgeon. Sureform 60 stapler instruments were used in both the procedures. It is unknown as to after which procedure the alleged issue occurred. First case: sureform 60 stapler instrument part number 480460-09, lot l90200505-0020 fired six sureform 60 reloads (2 white, then 1 green, then 3 blue). All firings were completed per the logs. None of the firings had any pauses for compression. No incomplete clamps. Second case: sureform 60 stapler instrument part number 480460-09, lot l90200505-0139 fired six sureform 60 reloads (2 white followed by 4 blue). All firings were completed per the logs. None of the firings had any pauses for compression. No incomplete clamps. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it is reported that post-operatively after da vinci-assisted gastric bypass procedure, the patient experienced blood loss (unquantified). The surgeon alleged it was from the staple lines on the patient¿s stomach; however, there is no information provided as to how it was identified that the bleeding was from a staple line. As a result of the bleeding, the patient received unspecified conservative treatment without surgery to address the endoluminal bleeding. At this time, the cause of the post-operative blood loss is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Product is not implantable. Insufficient product information available to determine the manufacture date.

Event description:
It was reported that after several da vinci-assisted gastric bypass surgical procedures, bleeding from the stomach was identified from the staple lines created using a sureform stapler 60 instrument. The surgeon uses white reloads for the ileum, then green and blue for the gastric pouch. The target tissue was not under tension, nor was the instrument. A da vinci representative was noted to have been present during the procedures, during which there were no issues with the sureform stapler 60 instruments. On 17-dec-2020, intuitive surgical (isi) contacted the site and obtained the following additional information regarding this event: the last occurrence of this issue was on (B)(6) 2020, and the following additional information was obtained pertaining to this procedure. The instruments and reloads used were inspected prior to use; nothing out of the ordinary was observed. The bleeding was identified 48 to 72 hours post-operatively. The amount of blood loss incurred was not specified; however, no blood transfusions were required to be administered. The surgeon performed a leak test. Per the surgeon, the bleeding originated from the inside of the stomach and the bowel, not outside. The staple lines were inspected and intact after each reload fire. The following is unknown: which reload color or stapler fire was involved with the alleged issue, if any additional procedures were conducted that would visualize the staple line and confirm if the bleeding was from the staple line. There were no error messages when the issue occurred, but a pause for tissue compression was noted. No bleeding was observed from the staple line after firing. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. No buttress material was used. There were no malformed staples. The surgeon did not experience any clamping issues prior to firing the stapler reload. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. There was no tissue bunching. In order to address the leak, unspecified conservative treatment without surgery was performed. The patient was reported to be doing fine but had to stay longer in the hospital. The sureform stapler 60 instruments and reloads are unable to be returned to isi for evaluation. Photographic images of the devices or video recording of the procedures are not available for review. Further information has been requested from the site. However, no additional details have been received as of the date of this report.